Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies had failed. The field service engineer (fse) found that drawer main 4 was not detected on the bus and the pockets could not be recovered. The drawer was removed and the flat flex cable was replaced. The drawer was tested in the hardware test application after cleaning the drawer and reseating all row board cables. The drawer tested successfully and passed all checks. The proactive inspection process was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a cubie failure occurred. The system did not allow the customer to unload empty cubies, as they were still showing inventory. Newly inserted cubies were not being recognized, and some cubies were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.